Event description:
The manufacturer received information alleging a ventilator does not power on. The device was not in patient use. The device was evaluated by third party service center and the customer's complaint was confirmed. The device's power supply was replaced to correct the problem.